Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.

Event description:
Caregivers were transferring the resident from the bed to a chair. While the caregivers were in the process of rotating the lift 90 degrees to line up with the chair, the right leg of the lift bent inward all the way beyond the legs closed stop point. Because of the sideways motion and the right leg moving, the lift tipped over resulting in the lift falling to the floor with the resident still on the lift device. Another lift was used to get the resident off of the floor and into his chair. No injuries were initially noticed, however the next day a bruise on the resident's mid back and a 10 cm scratch on the back of the resident's hand appeared.